Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the doctor confirmed the results of the performed washout were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va22qwb, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was oozing from burr hole sites. The surgeon performed washout of bilateral burr hole sites for possible infection.